Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 203 mg/dl. The customer did not contact their health care provider for high blood glucose. The customer stated that they have a back up plan. The customer was treated with insulin pump. The troubleshooting was performed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The customer is going to monitor insulin pump and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.